Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and high temperatures occurred and foreign material was discovered. Temperatures higher than the physician desired were continuously seen despite moving the catheter to different areas of the heart. The generator was in power control mode at 35 watts and thresholds were set to default. Temperature rose to 45-46°c and impedance was within normal limits. The system did not ablate above the temperature cutoff; the operator manually came off ablation when the temperature was over 40°c. Adequate irrigation flow was verified from the pump and the ablation cable was changed without resolution. The catheter was replaced and the issue resolved. The physician removed the catheter and examined the tip for char. The physician discovered a very small, thin disk-shaped matter, white in color on the tip of the catheter. He picked at the tip and a small circular disk lifted off the end and it fell on the floor. He asked if some kind of film had been added to the tip of the catheter. In which the physician was informed that was not the case. The physician then said maybe it was tissue. The procedure was completed with no patient consequence. The temperature issue is not MDR reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, the foreign material on the catheter tip has been assessed as MDR reportable because if foreign material is found adhered to the catheter within the usable length during or after the procedure, it poses a risk to the patient.